Event description:
It was reported that an ilet device with identifier (B)(6) had a cracked touchscreen, consistent with a physical damage issue to the display component. Symptoms included no reported adverse health effects. Outcomes included no impact to blood glucose management and no need for medical intervention. Investigation included review of the reported condition and assessment for device damage and inspection of the returned device. Investigation of this device revealed damage to the touchscreen, consistent with external physical impact, with no functional alarms or therapy interruption reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from handling or external impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.